Event description:
Related manufacturer reference number: 2017865-2023-14344. It was reported a patient presented with complaints of palpitations. The implantable cardioverter defibrillator (ICD) presented with inappropriate shock due to incorrect interpretation of signal. The atrial lead was under-sensing due to micro-dislodgement, confirmed via fluoroscopy. P-wave amplitude variation and high capture thresholds were also noted on the atrial lead. The atrial lead was explanted and replaced in a procedure on (B)(6) 2023 and no changes were reported on the ICD. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of inappropriate therapy and sensing anomaly could not be confirmed. Interrogation of the device revealed the device was above the elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
New information received notes the implantable cardioverter defibrillator (ICD) was explanted and replaced at the physician's discretion in a procedure on (B)(6) 2024. Post-procedure the patient was stable.